Event description:
Physician did not remove versfoam in wound tunnel, prior to placing a skin graft over the wound. Physician stated that patient had complications, after the graft was applied, and the patient was taken back to surgery to remove the versfoam.